Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the screw does not have a hexagon socket, just a round hole. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation has shown that the screw head does not correspond to our specifications. We suppose that this device passed the manufacturing process without having gone through proper control. This article was manufactured in november 2012 and since then we are not aware of any further complaints with this article and lot number. A CAPA determination was opened: we therefore classify this issue as an isolated case and no further actions will be taken. This article does not comply with the specifications.